Event description:
Reporter indicated that the site's handheld computer continued to freeze at the interrogation successful screen. The event would resolve with a soft reset of the device, but had been occurring more, and more, frequently, and therefore, wanted the device replaced. Attempts to have the handheld computer, and associated flashcard, returned for analysis, have been unsuccessful to date.